Event description:
It was reported that the asymptomatic patient presented after receiving an alert for non-sustained lead noise. Noise was reproduced and physician felt this was due to diaphragmatic myopotentials. The patient had sleep apnea. Lead remains implanted and patient will be monitored. The device was reprogrammed.

Manufacturer narrative:
No medwatch form was received.